Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, stations was slow when login. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, stations was slow when login. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes additional information: section d concomitant med prod data correction: section b date of event upon investigation of the actual device used in this incident, it was determined that 2 station slow perform when logged. The technical support specialist logged into the station and followed the knowledge article ¿change speed & duplex on rss command shell ¿and resolve the issue. The system functioned as intended after the technical support specialist resolved the issue.